Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the pediatric patient uses beta bionic ilet pancreas system in modified closed loop. The cgm was reading 350 mg/dl and the parent noticed on the follow app. She advised the patient to take 10 units and check the bg. The blood glucose reading was 750 mg/dl. The patient had headache, stomach pain and throwing up. The patient was taken to the hospital and ICU. There, the bg was 750 mg/dl and the cgm was not described. The patient received 2 bas of IV and was discharged after 2 days. She was doing fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.